Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the system only displayed half of the patient tracker. The site tried registering without success. After a several attempts at registering, the site was able to get a successful registration. The accuracy was off substantially after the successful registration and at that point, the surgeon aborted navigation. The site did not call tech support or the supporting rep. There was over 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were no failures with the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.